Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
The customer reported that the device displayed an error, screen display: repeated inhalation of co2. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 09oct2020 b4: (B)(6) 2020. Per field service engineer no philips service was performed on this unit. The customer resolved the issue. It was not disclosed how the customer resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.